Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. A power loss was not duplicated. The battery compartment is intact. Current draws within specifications; idle -60ma, sleep-00ma, load-180ma, rewind- 150ma. There was no evidence of moisture or loose components inside pump. The black box dates (B)(4) 2014. No errors, alarms or warnings (eaw) related to complaint observed in current black box however multiple eaw 128 replace battery alarms and multiple eaw 177 low battery warnings observed in alarm history.